Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. (B)(4), lot number 62578. Further information from the reporter regarding the event and patient details has been requested. No additional information is available at this time. Device labeling: precautions: the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use. The patient¿s iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered.

Event description:
Healthcare professional reported gel stent that was fractured against the xen®45 gts.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Clarification to medical device.: serial number (B)(4), lot number 62608. Device evaluation: the reported complaint was not confirmed as the gel stent that was not received for further investigation. The reported complaint was not confirmed as the suspect gel stent was not returned for further investigation. The manufactured xen systems are 100% inspected in-process at manufacturing under magnification to ensure that the conforming xen implant is properly loaded into the injector and the retention plug is placed on the needle. Allergan will continue to monitor the frequency of these complaints to determine if there is a trend or if this was an individual occurrence.

Event description:
Healthcare professional reported gel stent that was fractured against the xen®45 gts.